Event description:
X-rays were reviewed: the generator is visualized in a normal placement in the left upper chest. The filter feed-through wires and the connection of the lead-pin into the generator connector block could not be assessed due to the quality of the images. Part of the lead was behind the generator and could not be assessed. The lead wires appear intact at the connector pins. No lead break was observed in the assessed portion of the lead between the generator and the electrodes. Based on the available x-rays image, no anomalies were found in the portions of the lead that could be assessed. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2013 it was reported that during interrogation on (B)(6) 2013 that a patient had a high lead impedance. The physician believes the event to be related to vns, though it could possibly be due to fibrosis. Follow-up found that patient manipulation or trauma did not occur. On (B)(6) 2013 the patient's vns was programmed off and no future surgery is planned. Review of programming history shows that last known data is from (B)(6) 2011. Review of the battery life calculation charts show that the device is unlikely to be at end of service. X-rays were performed and have been given a preliminary review. It appears that the connector pin is fully inserted, ruling out a lead pin issue and making a lead fracture more likely the cause of the high impedance. Attempts for additional information are in progress.

Manufacturer narrative:
Device malfunction is suspected, however did not cause or contribute to a serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.